Event description:
The system controller that showed abnormal behavior was confirmed to be (B)(6). This was addressed by replacing (B)(6) with (B)(6). It was confirmed that from 18:39:43 to 18:45:21 on (B)(6) 2025 that (B)(6) was connected to a demo pump to check it's behavior after it was replaced. The main system controller currently being used is (B)(6). There are no issues with (B)(6).

Manufacturer narrative:
B5: narrative information: section d: this device was confirmed to be an unknown product with an unknown serial number not involved in this event. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller (serial unavailable) was evaluated due to the reported events of atypical behavior on system controller ((B)(6)) prompting a controller exchange. No issues were correlated with system controller (serial unavailable). There were no log files from this controller and product was not returned. Available information indicated that the issue was associated with system controller ((B)(6)) and was exchanged to system controller ((B)(6)). Serial/lot number is not available, therefore a DHR review is not performed. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the log files were requested to be analyzed. Data was provided for the system controller post exchange, the current system controller, but could not be extracted from the old system controller. It was noted that when the display button on the system controller was pushed it showed the spare battery was charging. Even if you pressed the button, it sill showed the battery was charging. When the display button and silence button were pressed ay the same time the charging display disappeared. The history was not displayed when this happened. The clinician exchanged the system controller due to this strange behavior. The alarm did not produce any sound or display but the customer requested an emergency log file analysis to investigate whether it was okay to continue with the current system controller. The log files from (B)(6) were reviewed and showed the alarm silence button repeatedly pressed on (B)(6)2025 between 17:32:47 & 18:26:44. The driveline was disconnected on (B)(6) 2025 at 18:29:47. The driveline was reconnected on (B)(6)2025 at 18:39:43 and the pump was operating again but low flow events were occurring. The flow stabilized on (B)(6)2025 at 18:41:02 with the low flow alarms resolved. The driveline was disconnected again on (B)(6)2025 at 18:45:21 & remained disconnected for the remainder of the log file. The log file was reviewed for (B)(6) and contained old data which would not be remarked on. The current data showed the patient was connected to this system controller on (B)(6) 2025 at 18:36:09. The system controller and pump operated as intended throughout the remainder of the log file so this system controller was safe to use. It was noted that it was impossible to continue driving with a system controller whose behavior was so strange. That is why the system controller was replaced. There were no alarms on the system controller. The original system controller with the display issue would be the only system controller to return.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.